Event description:
Baby on CPAP via nasal prongs with 40% oxygen delivery via the ventilator. Circuit had been changed per protocol 30 minutes before event. Smoke alarm went off and rn noted flames shooting from the heater on the vent. She immediately rescued infant and left room. Fire extinguished per hospital staff.====================== manufacturer response for heater/humidifier, sct 3000======================will make available for inspection====================== manufacturer response for infant ventilator, bird vip gold======================to be evaluated by manufacturer====================== manufacturer response for neonatal heated circuit wiht 2 heated limbs, pressure port, pressure tube, drop tube, evaluemed plus======================this was the first circuit out of a box of 20. The remaining 19 were sequestered by the hospital. Tri-anim has requested the remaining circuits.